Event description:
It was reported that the right ventricular (rv) lead exhibited t wave oversensing. Programming changed were made. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.